Manufacturer narrative:
Intuitive surgical, inc. (Isi) re-evaluated the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have thermal damage to the yaw pulley. The yaw pulley had charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. No section of the active electrode (grip) was exposed. The instrument passed an electrical continuity test. A review of the procedure logs shows that a monopolar curved scissors (mcs) instrument was used during this case. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a burnt spot in the jaw. The cable pulls were defective. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end.